Manufacturer narrative:
This report is being filed on an international product, architect anti-hbs, catalog number 7c18, that has a similar product distributed in the us, catalog number 1l82. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a reactive architect anti-hbs result of 334 miu/ml was generated for a patient with a persistent hepatitis b virus infection. Manual anti-hbs testing was nonreactive. The sample was sent to a reference laboratory and was nonreactive using the rebio lumipulse anti-hbs method. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Testing of the reagent lot could not be completed as this lot expired in december 2017, which is prior to receipt of the complaint ticket in january 2018. However, customer field data was used to assess the performance of the architect anti-hbs reagent lot: 72122fn00 in comparison to other on-market lots. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. It is possible that the elevated result for this sample is false positive. The specificity of the architect anti-hbs assay is not 100% and the overall specificity was estimated to be 99.67% (1,491/1,496) with a 95% confidence interval of 99.22% to 99.89%. Therefore, the occurrence of false positives in samples tested with architect anti-hbs is possible. The sample was nonreactive when tested using a manual method and on the rebio lumipulse platform, however, correlation between different methods has always been a challenge for anti-hbs assays, and historically, anti-hbs assays have not correlated well across different platforms. The product package insert states that quantitative values obtained using alternative assays (i.e. Meia, eia or ria) may not be equivalent and cannot be used interchangeably. Based on the available information, no product deficiency was identified.